Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line). The home patient (hp) was connected at the time of the alarm. This occurred during drain 4 of 4 of peritoneal dialysis (pd) therapy. During troubleshooting, it was found that the hp improperly disconnected during drain. The hp stated that they then reconnected. The technical service representative (tsr) explained the alarm and had the hp cycle the power on the hc device to clear it. The hp was complete therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, improperly disconnecting/reconnecting from the set is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.